Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage. A pairing test was not performed as there was no pairing code. As previously reported, data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 10:00pm, the cgm was 90 mg/dl while the bg was 294 mg/dl. The patient stated they could not calibrate the sensor (unknown reason). The patient contacted dexcom online to report the issue and requested for a call back. While waiting for a call, the patient passed out and was woken up by his mother around 10:30pm. The patient felt "draggy" and was drenched in sweat. The patient took 8 units of insulin to decrease his blood sugar. After treatment, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.